Event description:
Caller reported that insulin gauge had displayed an amount different than expected on a previous day, with the pump showing 30 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge, and customer technical support instructed them to call back for troubleshooting if they encountered the problem again.